Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker longevity projection was at two and a half years remaining but after several months reached end of life (eol). Boston scientific technical services (ts) discussed that this device has reached to end of its service life, and nothing is programmable. Device replacement and to send it for device evaluation was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker longevity projection was at two and a half years remaining but after several months reached end of life (eol). Boston scientific technical services (ts) discussed that this device has reached to end of its service life, and nothing is programmable. Device replacement and to send it for device evaluation was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.